Event description:
During a "esophagorraphy" procedure, the device was fired and staples were deployed on one side and not on the other. A new device was used to complete the procedure. There was no patient consequence.